Event description:
It was reported that the preloaded intraocular lens (iol) was explanted due to patient complained of glares and blurry vision. The explanted lens was replaced with a dib00 19.5d. There was no patient injury. There is no medical/surgical intervention required. No other information is available.

Manufacturer narrative:
Section d6a: if implanted, give date: unknown, information not provided. Section d6b: if explanted, give date: unknown, information not provided. Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: 03/20/2024. Section h3: device evaluated by manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection of the complaint lens revealed that it was cut in half and coated in viscoelastic residue. The lens was cleaned, and no issues were observed that could cause or contribute to the complaint issue reported. Conclusion: the complaint issue "glare surgical intervention required, "blurry vision", and "explant" were not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.